Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6) kg) underwent a right sided non-ischemic ventricular tachycardia (non-isvt ¿ right) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring epicardial drain. Post-procedure, pericardial effusion was noted. Epicardial drain was done. There was no report of prolonged hospitalization. The physician did not attribute the cause of the event to the biosense webster, inc. (Bwi) product and stated that the issue might have occurred due to too much force applied as there were 3 moments in which the force applied was >30gr. The patient had fully recovered. Transseptal puncture was done with a brk1 abbott needle. The force visualization features used included graph, dashboard, vector and visitag. 25% 3g 4mm 5sec, respiration data selected were used as stability parameters for the visitag module. Tag index was used as coloring option. Ablation index max was 450. Power used was 30 watts. Normal flow was used: 8ml < 30w 15ml >30w. There was no evidence of steam pop. Correct settings were selected on the generator. No error messages were observed. No bwi product malfunctions were reported throughout the case. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462312l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)